Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) the physician used a cook fusion zilver biliary stent system. The stent was deployed successfully. During an attempt to remove the stent delivery system, the user reported the delivery system became snagged/caught on the stent. The physician pulled the delivery system with force to withdraw it through the endoscope. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: the stent delivery system was returned for eval, but the stent was not available for eval. Without the stent to evaluate, we are unable to conduct a full product eval. A visual examination of the stent delivery system was conducted. All sections of the product are present. The shoulder of the stent delivery system tip exhibits a small damaged area on one side, indicating the tip may have become lodged on the stent during an attempt to remove the delivery system. A discrepancy or anomaly that could have caused or contributed to this occurrence was not observed during our review of the returned delivery system. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: resistance during stent delivery system removal can occur if the stent is placed in a severe stricture. A caution located in the device instructions for use advises the user to avert stent placement if a wire guide will advance through the stricture. The instructions for use caution the user that assessment must be made to determine the necessity of sphincterotomy or balloon dilation prior to stent placement. Prior to distribution, all fusion zilver biliary stent systems are subjected to a visual inspection to ensure device integrity. Corrective actions: a corrective action has been implemented in an effort to reduce occurrences of this nature. Although the lot number was unable to determined, we can advise that this product was manufactured prior to implementation of this corrective action based on laboratory analysis of the returned product. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Qa will continue to monitor for complaint trends.